Manufacturer narrative:
(B)(4). Batch # p58m2g. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information received: was there any consequence or damage to the patient due to the problem with the device? No. What action did the doctor take to correct the bad staple formation? Use suture. What is the current state of the patient? Healthy. Patient demographics (initials beginning with last name, age, gender) not provided. Lot / series pse60a: the stapler package was discarded, and the serial number was not recorded.

Event description:
The surgeon was using our stapler in a gastric bypass laparoscopy and in the 6th and 7th shot, the stapler felt harder, and after checking the shots, the staples were not properly formed like the rest of the staples. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # p58m2g. The analysis found that one pse60a device was returned with no apparent damage and with two ecr60b cartridges reloads present. The reload (b) was received fully fired with the cartridge deck damaged. The reload (c) was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife and cartridge is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.